Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, and serial # (B)(6). Problem statement: customer reported a complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 26oct2019 to date 26oct2020. Complaint trend: the only complaint related to the issue of a leakage of biohazard not contained within the instrument was this one. Date range from 26oct2019 to date 26oct2020. Manufacturing device history record (DHR) review: DHR part #663518 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the sit dripping during sit flushes was a worn pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised and reconnected or replaced entirely. The fse (field service engineer) observed the issue and replaced the pinch valve tubing. They then ran multiple sit flushes to confirm that the instrument was no longer dripping, and ran pqc and abort count tests to verify the instrument was working as intended. No parts were requested for evaluation as tubing is not from stock inventory and the replaced tubing was discarded. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal. The customer/bd personnel came into contact with the fluid only when cleaning with appropriate ppe. There was no impact to customer samples due to this leak, and had no impact on a patient diagnosis due to the leak. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: dripping from sit. Problem description: dripping from sit . Work performed: -replaced pinch valve tubing. -ran multiple sit flushes. -ran pqc and abort counts. Cause: pinch valve tubing for the sip waste line was stuck pinched stuck, causing waste from sip flushes to drip out of the sip. Solution: no more drips. Instrument has passed all qc returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #10000063058,vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ¿ tfs ID: (B)(4). ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (tfs ID) : (B)(4) libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control. O libivd-se-15-51ir. Effectiveness verification. Lsvn-1008-dr. Libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs ID: (B)(4). ID: libivd-ra-247 3.1.25. Reg status: ivd; ruo. Hazard: instrument temporarily inoperable. Source: sit fmea. Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Req link (tfs ID) : n/a implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the dripping sit was due to a worn pinch valve tubing. Conclusion: based on the investigation results, the root cause of the customer observing the sit dripping during the sit flush was a worn pinch valve tube. The fse replaced the pinch valve tubing, ran multiple sit flushes, and ran pqc and abort count tests to ensure that the instrument was working and no longer dripping from the sit. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facslyric¿ waste leaked outside instrument. The following information was provided by the initial reporter: it was reported that the instrument is dripping from sit. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? No. 3. (If not contained) was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak ¿ before waste line or after waste line? Before waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. 6. Was the customer/bd personnel physically in contact with the fluid? Yes. 7. Where did the physical contact of fluid occur? Cleaning the drops from the sip that landed on the bench top. 8. What personal ppe was being used during the occurrence? Gloves and a labcoat. 9. Was there any impact to "patient" samples due to leak? No. 10. Was customer/bd personnel harmed/injured? No. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facslyric¿ waste leaked outside instrument. The following information was provided by the initial reporter: it was reported that the instrument is dripping from sit. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak ¿ before waste line or after waste line? Before waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did the physical contact of fluid occur? Cleaning the drops from the sip that landed on the bench top. What personal ppe was being used during the occurrence? Gloves and a labcoat. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? No.